Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, reprocessing was most likely not completed due to leakage from the device. Subsequently, the foreign materials remained at the light guide lens glue. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation. During the evaluation it was found that the adhesive on the light guide lens glue had foreign material and signs of corrosion. The reported malfunction was likely a result of wear and tear. In addition, the non-reportable findings were as follows: due to damage on up/down knob, water tightness was lost, due to a crack on scope body, water tightness was lost. The grip, the switch box, and the scope connector cover unit, all had a scratch. The air/water cylinder, and the suction cylinder both had no color. The shaft guide had corrosion due to water leakage. The distal end had discoloration. The objective lens had a crack. The connecting tube, and the universal cord, both had coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had air/water leakages. The issue was found during reprocessing. The device was returned for evaluation. During inspection of the light guide lens glue was found with signs of corrosion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.